Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced low blood glucose of 25 mg dl requiring hospitalization for greater than twenty four hours which was treated with food insulin and intravenous therapy on (B)(6) 2026.